Manufacturer narrative:
Per tandem¿s t:flex user guide: ¿the t:flex system is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating). If your t:flex system has been submerged, check your pump for any signs of fluid entry.¿ the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the user was swimming with the pump for over an hour and multiple temperature alarms occurred. Additionally, a cartridge alarm 1 (no pressure change when expected) occurred. The user reported that since swimming with the pump, the touchscreen is sometimes not responsive. At the time of report, the touchscreen was responsive. The user's blood glucose level was 250 mg/dl and it was addressed with a manual injection. It was confirmed that the user had an alternate method of insulin delivery.